Event description:
I used renu with moisture loc contact lens saline solution from 01/05 though 01/06. I started getting infection every day. I was going to the hosp everyday or the dr office. I was not able to see and had headache and lost time from work. I was diagnosed with fusarium keratitis, corneal ulcer and still being treated at this time. I lost 60% of my vision. I am presently on medication for my eyes.